Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying an error message. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2018 at 8 am giving the message of ¿error 2¿. The patient informed the csr that she manages her diabetes with oral medication (metformin 500 mg twice daily) in combination with diet and exercise. The patient denied making any changes to her usual diabetes management routine as a result of the issue. The patient reported developing symptoms of "shaky" 48 hours after obtaining the alleged error message. The patient denied receiving any form of treatment/medical intervention as a result of the alleged issue. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient powered on the meter during troubleshooting and the error 2 message appeared. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs or symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged meter issue.